Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working and main half height drawer 3.1 not detected on bus. A field service engineer (fse) inspected the scanner cable and noted that the cable was unseated from the usb connector on top of the station. The fse reseated cable and installed replacement usb cable. The fse also inspected the half-height enhanced drawer and found that pocket had failed and was unrecoverable. Additionally, pocket was not recognized as present in the drawer configuration. The fse reseated all board connections and drawer controller board cable. Diagnostics were launched in the hardware test application (hta), and all pockets were detected with no further issues. The application was launched, and the device was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not working and main half height drawer was not on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.